Event description:
It was reported that "the white luer-hub was broken when it was unscrewed. The catheter remained in place for a total of 4 days before the breakage occurred. The leur hub was cracked. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the white luer-hub was broken when it was unscrewed. The catheter remained in place for a total of 4 days before the breakage occurred. The leur hub was cracked. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a separated proximal extension line. The customer also returned one, 3-lumen catheter for analysis. Signs of use were observed. The catheter body appeared intentionally severed towards the juncture hub. Visual and microscopic analysis confirmed the separation point on the proximal extension line was rough and jagged. A portion of the extension line was still molded within the separated luer hub. This damage is consistent with a manufacturing molding defect. The outer diameter of the extension line measured 2.13 mm, which is within the specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 1.47 mm, which is within the specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. A manual tug test confirmed the other extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the proximal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub, which is consistent with past manufacturing molding complaints. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.